Event description:
The customer contacted olympus to report the gastrovideoscope had low angulation in the up/down position. There was no report of patient or user harm. During inspection of the customer returned device, the repair center found foreign material in the forceps elevator. This report is being submitted for the malfunction found at estimation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. As noted, the forceps elevator had foreign material likely due to insufficient cleaning. The customer's original complaint was confirmed, bending angle in down direction does not meet the standard value due to wear of the angle wire. Additional defects found include: the adhesive on the distal end was detached; there were scratches on the connecting tube, objective lens and acoustic lens. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material in the forceps elevator was likely due to the foreign matter adhering during the procedure and was not removed during reprocessing. The specific root cause for insufficient cleaning could not be determined at this time. The following information is stated in the instructions for use: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.